Manufacturer narrative:
(B)(4). Two used samples, with one open package identifying the reported lot number 0061315917, were received for evaluation. The samples were subjected to an air pressure (leakage) test with acceptable results. There were no leakages observed from any location on the sets. The samples were then subjected to a second air pressure test, with the additional condition of accessing the safeday injection ports with a syringe. No leakages were observed from the two returned samples. The DHR record for the reported lot number was reviewed an no nonconformances or abnormalities were noted during in-process or final product inspection. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned samples met specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports leaking underneath the distal port where y-site is. Medication leaked is remicade, leaking around y-site port.